Manufacturer narrative:
Correction: aware date on initial regulatory report was reported as (B)(6) 2012; correct aware date is (B)(6) 2012. Product event summary: the device was returned and analyzed. Analysis of the device revealed it met 80% of expected longevity. Concomitant products: 6944 implantable defib lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2007.

Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that the device's battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows min battery equaling 2.852 to 2.661 volts between (B)(6) 2012, is before device rrt (recommended replacement time) less than or equal to 2.6251 volt.